Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex application was frozen. A technical support specialist remoted into the system and restarted the application, after which the user was able to log in and navigate the application without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cubex application was frozen. The device application did not load the login screen. Remote access was used to restart the application, after which the user was able to log in and navigate the application without further issues. There were no delay or adverse events or injuries reported based on this event.